Event description:
A trilogy ev100 ventilator was returned to the manufacturer for evaluation with the allegation of the equipment presenting with an annoying beep. No injury or harm was reported. During the evaluation of the device at the manufacturer's service center, the device failed diagnostic testing for failure due to the active exhalation outside allowed range. It was determined this issue was due to a malfunction of the three-way solenoid valve. Replacement of the three-way solenoid valve and the oxygen blending module was required to address the issue. After replacement of these components, testing confirmed the device was operating as intended without malfunction. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications.